Event description:
It was reported that the patient was in the operating room, where the implanting surgeon reported blood leakage at the interface where the pump engages with the apical cuff. The surgeon verified multiple times that the locking mechanism was properly positioned and fully engaged. The leakage was observed around the cuff and was visible with each cardiac contraction. The pump remained in use for patient support. No troubleshooting was performed due to the delicate nature of the patient status during surgery. The bleeding was resolved by pledgegates, tightening of the pump within the ring. No alarms were reported, and the patient remained stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bleeding between the apical cuff and the inflow cannula could not be confirmed as no photographs were provided and the patient remains ongoing on (B)(6). A specific root cause for the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Furthermore, section 5 also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ no further information was provided. The manufacturer is closing the file on this event.